Manufacturer narrative:
The unit is currently being requested for return. If the company receives the unit for testing or any new information regarding this incident, a followup report will be submitted.

Event description:
The company was informed on march 16, 2017 of an adverse event that occurred on (B)(6) 2017. The incident was described as follows: the patient's husband filled the stroller portable liquid oxygen unit for the patient. The device contents indicator showed it was full, and oxygen was being supplied from the unit. A few hours later the oxygen stopped being supplied from the unit. The patient was taken to the hospital and the physician confirmed acute hypoxemia which is an acute life threatening condition. After stabilizing the respiratory situation the patient left the hospital the same evening. The next morning the stroller still showed 3 lights on the contents indicator and started working again.

Event description:
Unit was returned for testing. Internal components were in good condition, there was scratching found on the dewar. The unit in question is within manufacturers' specifications. There were some small plumbing leaks identified, however unit still within specification for hold test and pner test. The alleged incident reported could not be duplicated, unit meter operated correctly and o2 gas was delivered from the unit to specifications.